Manufacturer narrative:
Further information was requested but not received. The reported event was an unknown lead failure. As received, a partial lead (only connector portion) was returned in one piece. During electrical testing the lead was shorting due to procedural damage at the cut end of the lead. During analysis, a failure event was observed which was unrelated to the reported event: visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil distal to suture sleeve tie impression. The cause of external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
It was reported that the right ventricular (rv) and the right atrial (ra) lead exhibited an unknown failure. The leads were explanted and replaced. Patient condition is unknown.